Manufacturer narrative:
Corrected data: date received by manufacturer should have been entered as 05/01/2014. Additional data: a review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during the manufacture of the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure owing to a mechanical complication of the lens as well as the patient's complaint of difficulty with seeing. It was further stated that the physician did not attribute the patient''s symptoms to the lens.